Event description:
It was reported that during an unspecified surgical procedure it was observed that the burr device broke off inside the locking mechanism of the handpiece device. It was reported that there was a less than five-minute delay in the procedure due to the event. It was reported that there was an unspecified spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: handpiece device (B)(6) 2021). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the cutter device, and the reported condition that the device broke off inside the locking mechanism was confirmed. The external features of the returned cutter were visually inspected and observed that the shaft of the cutter was broken. The cutter was examined and photographed using 30x magnification. Based on the photographs taken the angle indicate that there was excessive force applied. It was determined that the root cause of the complaint that ¿cutters broke¿ was excessive lateral or side to side force (improper handling). The assignable root cause of this condition was determined to be traced to the user, which is user error. The reported condition that the cutter could not be removed was not confirmed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. During subsequent follow-up with the reporter additional information was obtained. The reporter clarified that the cutter device looked like it was still in the locking mechanism of the motor. The burr literally snapped in half right above where the burr locks into the motor. The bottom half of the burr is still stuck in the motor.